Event description:
The hcp reported the pt developed an infection and presented with redness, swelling, and tenderness. The site of the infection was not reported. The deivce system was explanted "so pt could heal." The pt recovered without sequela. The hcp plans to reimplant the device at a future time if the infection improves.